Event description:
It was reported that patient was experiencing pain at pocket site and rubbing of the ipg on the back. The patient underwent a revision procedure wherein the pocket was moved and the ipg position was adjusted. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.